Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e-100 generator. Review of the master supervisory controller (msc) logs did not identify any recognition or engagement failures related to the instrument. Additional findings, non-related to the complaint, visual inspection revealed that the cut electrode was dislodged from its original position and was hanging outside the jaws. The cut electrode dislodged, and there may be missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the instrument. Review of the instrument logs showed one "recoverable error: instrument cut electrodes shorted." On the e-100 generator. Energy logs showed three "cut electrodes shorted.". The probable root cause of the dislodged cut electrode was attributed to component susceptibility to damage.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the synchroseal instrument did not register in the davinci arm. The synchroseal was removed and reinserted with poor effect. It was removed and a backup was opened which worked well. The procedure was completed with no report of patient harm.